Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely wear of the connector, or a temporary connection failure. During troubleshooting, the service representative instructed the customer to release the slider switch, and the issue was resolved, so it is likely the switch created the issue. The device is more than 6 years since old, and that the parts of the slider switch may stick due to deterioration and repeated use. This issue is addressed in the instructions for use (IFU): "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction."

Manufacturer narrative:
In troubleshooting the issue with the reporter, olympus technical support determined the scope detector slider switch was stuck in the "in" position, indicating that the scope was plugged in but there was no scope plugged in. The reporter was advised by technical support to power off the system and gently wiggle the slider switch to release it to resolve the reported problem. The reporter was unable to troubleshoot the problem of "loss of image" and the customer did not respond to follow up attempts made by olympus technical support in order to provide technical assistance and confirm resolution. A cause for the reported loss of image could not be determined and the suspect device was not returned to olympus for evaluation.

Event description:
A user facility reported to olympus that during a procedure, the user was experiencing intermittent loss of image and an error was generated, however, the reporter could not provide the specific error code/message. The intended procedure was completed. In addition, upon turning on the device while reporting the issue to olympus, the reporter indicated that the lights on the front of the unit were blinking. There was no patient injury or harm, associated with the problem, reported to olympus.